Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable which resulted in the pump shutting down. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual insulin injection to address elevated bg. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable.